Manufacturer narrative:
Corrected data: in review, it was noticed that the following information was inadvertently not included in the initial MDR report; therefore, the information has been captured in this supplemental MDR report as indicated below: section h6: health effect - impact code: 4625 - this code was used to capture sutures. Additional information: historical data analysis: a search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no further actions are required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a surgical procedure the preloaded multifocal intraocular lens (iol) was implanted into the patient¿s left eye. After the implantation, a tear in the capsule was identified, requiring the lens to be explanted during the same surgery. Enlargement of incision and vitrectomy were required, and this was unplanned. It was stated that sutures are standard practice after this procedure. The lens was replaced during the same procedure with a non-johnson & johnson lens of +19.0 diopter. No medication outside of the standard of care was required. The account is uncertain if the patient had any pre-existing issues or if the device caused or contributed to the event. The patient is currently recovering well with a monofocal iol placed in the sulcus, without experiencing any temporary or permanent impairment and daily activities have not been significantly affected. The explanted lens was discarded and is not available for return. No further information was provided.

Manufacturer narrative:
Section a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581 - no code available (incision enlargement). Section h6: health effect - impact code: 4625 - this code was used to capture incision enlargement & vitrectomy. An attempt was made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.